Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for c-reactive protein (crp). The erroneous result was reported outside of the laboratory. The initial crpl3 result was <0.3 mg/l. This result was reported outside of the laboratory. The physician contacted the laboratory and requested the sample be repeated because the result was not clinically believable. The repeat result was 150 mg/l. No adverse event occurred. The crp reagent lot number and expiration date were requested but not provided. The customer was advised to replace the sample probe and perform precision tests.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It is not known if the sample probe was replaced as advised. No further complaints from the customer have been received.